Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocar leaked during an eye procedure. There was no patient harm. The product sample was discarded.

Manufacturer narrative:
Additional information: one opened trocar was received, attached to an infusion cannula, along with other items. The returned sample was visually inspected and was found non-conforming with an open valve. The visual examination of the returned sample identified an open valve condition. The evaluation of the sample could not be determine the cause for the valve condition. The exact root cause for this complaint is unknown. (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).